Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One viewflex xtra ice catheter was received for complaint evaluation. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, bleeding may occur as a result of the delivery of electrical energy during internal defibrillation or at the catheter introducer site.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3008452825-2020-00112, 2182269-2020-00020, 2182269-2020-00021, 3008452825-2020-00113, 2182269-2020-00022, 2030404-2020-00013, 3005334138-2020-00072. During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. After the procedure was completed, the patient became hypotensive, so an ultrasound was performed, confirming a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.